Event description:
Reporter called lfs in 2001 alleging that they were getting a "cta" message on ot ii meter. The following was documented: -no physical harm, no symptoms. -unable to use the meter due to error "cta". Rptr tried to clean the meter. -customer collapsed due to a low sugar - had to call 911. This happened the weekend before the customer called lfs. - customer did have a backup meter, but no strips for that meter.